Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: a28252; product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: a42568.

Event description:
It was reported that the patient experienced difficulty charging and inadequate stimulation of the implantable pulse generator (ipg). High impedances, migration and stimulation inadequate, and stimulation on the wrong side of the body due to the leads. Reprogramming and charging re-education was attempted however neither resolved the difficulty charging or inadequate stimulation. Imaging was performed and confirmed lead migration. The patient underwent a revision procedure in which the system, ipg and leads, were replaced, the patient is doing well post operatively. The devices will not be returned for analysis as they were disposed of by the facility.